Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received compromised force sensor system alarm after priming the pump. It was reported that the customer was advised the pump would have to be donated to the party in passion of the pump. No troubleshoot was conducted. The customer was advised not to use the pump and revert to back up plan.